Event description:
The customer contact reported a hole in the tubing set. On an unspecified date, the tubing set was to be used to deliver an unspecified medication, at an unspecified rate. The customer contact reported that during priming prior to patient use, a hole in the tubing, at an unspecified location, distal to the sight chamber of the tubing set was noted. Although there was potential for leak, no leakage was reported. The tubing set was replaced and therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.